Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the add port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between march 15, 2019 to march 16, 2019. H10: six (6) used and one companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all the devices, and a spike port cap leak was observed on all the samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.